Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged @ 29,000 joules of use. The procedure was continued using a second fiber until reduced tissue vaporization efficiency was observed. The case was completed using an alternate procedure (turp). Patient outcome: "no injury to patient".

Manufacturer narrative:
Serial number correction: from (B)(4). Based on new information and analysis results the fiber failure and procedure information this event would not be considered reportable. Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the metal cap is deformed and burned at the location of the fracture; the fiber is bent at the metal cap open end; the outer flow tubing exhibits melting at the location of the fracture; the metal cap exhibits severe char; the glass cap exhibits severe devitrification and meted glass at output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
Additional information received on (B)(6) 2014 indicates that the procedure was not completed with an alternative method (turp). The information states that a third fiber was utilized to complete the procedure.